Event description:
Procedure: gastric sleeve and ileal jejunum enteral bypass. According to the rptr: on (B)(6) /2012, I performed surgery whom I applied a gastric sleeve and ileal jejunum enteral bypass. In said pt, I used three duet trs loading units, filtering the intermediate loading unit at the inferior border, whereby one of them did not peritonealize. This pt required that she be re-intervened, sutured and the drainage managed in the ICU.

Manufacturer narrative:
(B)(4).